Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 211255; compr srs 70mm dst hml bdy rt; lot# 340150, item# 211266; compr srs anti rot ic seg30mm; lot# 706870. Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to loosening of srs modular humeral stem component approximately two years post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.